Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure to treat a moderately calcified and 70% stenosed iliac artery. An armada 35 9x40 balloon catheter was inserted and the balloon was attempted to be inflated. However, when the balloon was inflated to 6 atmospheres, it was noticed that it as unable to reach nominal pressure due to a leak of the contrast medium. The balloon was able to be removed without issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. Based on the reported information and retuned analysis, it is likely that during advancement through the moderately calcified and 70% stenosed anatomy, the balloon outer surface became damaged resulting in the reported balloon rupture. The noted scratches and peeling near the rupture location also suggest interaction causing damage to the outer surface of the balloon material. There is no indication of a product quality issue with respect to manufacture, design or labeling.